Manufacturer narrative:
A steris service technician inspected the system 1e subject of the reported event and no issues were noted; the processor was found to be operating to specification. The employee was disposing of s40 as instructed in the system 1e operator manual. The employee stated that one of the sterilant cups being disposed had hard buffers. She placed the cup in the processor and began to close the lid. Due to the hard buffers, the sterilant cup was not properly seated. The employee opened the processor lid and firmly pushed down on the punctured cup. This action caused liquid to release from the sterilant cup subsequently contacting her face, upper chest and arms. At the time of the event, the employee was not wearing proper ppe as instructed in the operating manual; the employee was only wearing gloves. The steris account manager offered in-service training; however, the user facility declined. Steris is filing this report as we are unable to determine if this event meets our reporting criteria; the user facility declined to provide additional event information.

Event description:
The user facility reported that an employee was disposing of expired s40 sterilant and liquid contacted her face, upper chest and arms. The user facility declined to disclose if any treatment was sought or administered. The employee missed two days from work and has returned to normal work duties.